Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The customer stated that the insulin pump alarmed no delivery during the weekend. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.